Event description:
It was reported that the 9800 system keyboard and touchscreen were not working. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the f6 fuse. The system was tested and found to be working as intended and placed back into service.